Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and intermittencies. The patient was seen at the center for device evaluation. Programming changes were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the pt's ci device has been scheduled.